Manufacturer narrative:
Concomitant medical device: dtba1d1 ICD implanted: (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos). The lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.